Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: srom 28mm +0 m head hip femoral head; pinnacle mtl ins neut28idx48od hip acetabular liner; unknown hip acetabular cup; srom*stm st,36+8l nk,20x15x165 hip femoral stem; unknown hip proximal femoral sleeve. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Litigation papers allege: on or about (B)(6) 2004, patient was implanted with a depuy pinnacle hip on her right side. Patient has large amounts of cobalt chromium metal ions and particles in her blood, tissue, and bone surrounding the implant. Patient has been experiencing severe pain and discomfort and inflammation in her right thigh and groin. She also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery to replace the implant. Doi: (B)(6) 2004 ; dor: none reported (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.